Event description:
Post-operatively, a pca pump was initiated. The pump was programmed to deliver a bolus of 8 ml. Of demerol and the pump delivered 25 ml. The patient then became unresponsive to verbal stimuli. The patient maintained spontaneous respirations > 16/min. The patient was given nubain 3mg. X 2 doses and narcan 40 mcg. The patient then became verbally responsive. No other complications noteddevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device not serviced in accordance with service schedule. Date last serviced: 01-jun-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.